Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported: 1/25/06-inration lab. 7.3 coumadin dose held. 1/26/06-2.6- 7.9 (tested w/in an hour).

Manufacturer narrative:
Per tr 0150, the calculated mean of the inratio meter and comparative system inr is 5.25. Since the mean is > 5.0 and difference between inrs is >= 2.2, result is considered to be inaccurate. As a result, further testing is required at this time.